Event description:
During a superdimension enb procedure a patient experienced oxygen desaturation as soon as the bronchoscope was introduced. No further details are known. If additional information is obtained a follow-up report will be submitted.